Event description:
On 11 sept 2008, the distributor reported that during an inspection prior to shipping out the product, it was identified that the screw head came off. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Request has been made to obtain the product. Evaluation is pending upon the return of the product.